Event description:
It was reported that from the electrogram of the remote monitoring report that it was not possible to tell for certain if the right atrial (ra) lead had capture. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.